Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and textured to smooth exchange.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii and textured to smooth exchange. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe as it is not related to the device. ¿ capsular contracture: unable to observe as it is not related to the device. Additional observations: ¿ observed three openings on posterior and anterior side assessed as surgical damage. ¿ observed creases on the device. ¿ observed wear abrasion on the device. ¿ white calcification observed in the surface of the shell. No further actions are required since no manufacturing issue is observed.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii and textured to smooth exchange. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a6, b3, b5, d6b, e1, h6.

Event description:
Device has been explanted.